Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited undersensing when the asymptomatic patient presented in clinic during a follow-up. The patient did not experience any symptoms or adverse events. Programming changes were made and further testing was recommended.